Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of the inability to aspirate the catheter was not determined. During the surgery, when removing the pump from the catheter, the catheter broke near the pump cap (catheter access port) and the surgeon was unable to retrieve it, so the old catheter remained implanted but not in use. A new catheter was implanted.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen (2000 mcg/ml at 414 mcg/day) via an implantable pump for unknown indications. It was reported that the patient had increased spasticity. No environmental or external factors contributed to the issue. A dye/rotor study was performed on (B)(6) 2026 but was unable to be completed because the hcp was unable to aspirate the catheter. Surgery was scheduled for (B)(6) 2026. The issue was not yet resolved at the time of this report.

Manufacturer narrative:
B3. Event date was asked but is unknown. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial#: (B)(6), ubd: 22-feb-2012, UDI#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.